Manufacturer narrative:
Other, other text: d4: brand name. Catalog number, lot number, UDI section, expiration date, g5: 510k number, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach tube was in place in a 17 month old patient attached to portable ventilator. The tube broke whilst in place and the mum noticed as she constantly checks the tube. The break was noticed before the ventilator alarmed. An emergency change was carried out. Item number and lot number were not provided. Child is ventilator dependent. No harm, injury or adverse effects reported.

Manufacturer narrative:
(B)(6). One device sample was received in used condition without the original packaging. Per visual inspection, it was detected that the sample was broken in half and the wire was exposed. The complaint was confirmed. No other analysis was performed. Based on the analysis conducted in the sample provided, the returned sample was broken in half, this type of damage can be generated by some type of cut and by excessive stretching of the tube, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A device history record review (DHR) could not be performed as the lot number was unknown. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.